Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider cross checked the single board computer (sbc) printed circuit board (pcb) with another one and found the sbc pcb was faulty and needs to be replaced.

Event description:
It was reported that during set up the ventilator would power on but would not boot software correctly and was unable to pass the power on self-test (post). There was no patient involvement.